Manufacturer narrative:
Ntuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the reporter says it happened during the procedure. It was a recoverable fault which means they likely selected to recover, and the case was completed without incident. The procedure was completed robotically with the original system configuration. Isi did receive the distal set up joint (suj) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system complaints. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all related tests, not replicating the reported event. Although a definitive root cause cannot be determined, the probable root cause is attributed to the motor module. While failure analysis confirmed the issues via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal set up joint (suj). The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by isi for evaluation.

Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a recoverable error 23098 occurred on universal surgical manipulator (usm) 2. The tse confirmed error 23098 in the logs pointing to the distal set up joint (suj). There was no reported injury.